Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported they had a dorsal column stimulator that still worked, however they were pushed into a wall and the lead moved so they were getting stimulation in a different area. It was noted the consumer didn¿t use this implant much, but it did relieve pain in a minor way. The consumer was going to call their healthcare provider (hcp) to see if they could get a manufacturer¿s representative (rep) to check their device.

Event description:
Additional information was received from the patient, reporting that they experienced the "right side pulling on the right side." The patient reported that things got to the point that it "felt like the stimulation was burning their legs and testicles." The patient reported that the lead migration was resolved by replacing the lead. The patient also reported that the stimulator worked still. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient, reporting that they experienced the "right side pulling on the right side." The patient reported that the lead migration was resolved by replacing the lead. The patient also reported that the stimulator worked still. No further patient complications have been reported as a result of this event.